Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. Pump received with cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly noted however around the drive support disk had white dry residue/substance. The blood glucose meter communicates properly with pump. No communication anomaly noted.

Event description:
Customer reported via phone call that their blood glucose readings were high. Customer states that the blood glucose reading at one point was 390 mg/dl.